Event description:
It was reported that during a colectomy procedure, the consultant fired the device as normal. When he tried to remove it, he could not get it open. He opened another device and used it higher up in the bowel which worked okay. He then had to remove the first device from the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument arrived in good visual condition without staples present and with the washer cut. After further inspection, it was noted that the guide face was detached from the device and was protruding from the casing. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the guide face was detached from the casing it is possible that there was not sufficient adhesive applied, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).